Event description:
Hcp reported pt presented 2/2004 for a pump refill. There had been no change in pump drug or concentration. The pt presented the next day with nausea and emesis. The day after the pt was admitted to the hosp. Zofran was given for the nausea/vomiting. The reservoir volume was checked and was accurate. The side-port had free-flow csf. The pt was discharged the following day but the nausea/vomiting persisted. After three days the pump was refilled and the pump contents were sent for analysis. The drug concentration was found to be accurate and there were no contaminates found. Five days later the nausea/vomiting lessened but not gone. The next day the pump and pump tubing were refilled with new drug from a new supplier. Symptoms were gone 12 hours later. The pt is reported to have recovered without sequela.